Event description:
Event description cpi received information that during a replacement of an implantable cardioverter defibrillator, visual inspection of the endotak c lead shows a fracture at the df1 pin (distal coil). The lead was cut and capped. A new cpi endurance rx lead was successfully implanted without issue.